Event description:
Customer reported that he experienced low blood glucose and the paramedics had to be called. Customer stated that he was unconscious for a moment. Customer stated that he was treated with food ingestion and glucose tablets and he was not hospitalized. Customer also reported that previous to the incident he received a weak signal alert on the insulin pump and complained about having a high difference of 100 points or more between the sensor glucose readings and blood glucose readings; explaining the sensor glucose readings have showed a higher value. Blood glucose level at the time of the event was 40 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.